Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the signs and symptoms of the infection included a fever, redness, swelling, drainage, and pain. It was indicated that the patient did not have meningitis. The treatments instituted for the infection included intravenous antibiotics, oral antibiotics, and the total explant of the device system. As of the time of report, the event was considered ongoing.

Event description:
It was reported that there was no alleged product issue. However, the device pocket became infected so the device was explanted. It was unknown if a culture was taken and the type of infection was also unknown. It was unknown if antibiotic treatments was necessary. It was also unknown if the issue was resolved or the cause determined. The product was reported as discarded and would not be returned. It was unknown if the product was replaced. This device system delivered morphine. Additional information was requested to clarify event details, symptoms, treatments and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2015 (B)(6); product type catheter. (B)(4).